Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to power up despite confirmed working electrical outlets. The station had been operating earlier the same morning without issue. Subsequently, one drawer failed and was recovered by a technician without difficulty. Shortly after the recovery, a nurse reported that the pyxis station was powered off and would not restart. It was suspected that an internal board may have failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station and pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.